Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual analysis revealed a torn luer to the flush-line connection and blood was found on the catheter handle. Functional inspection reveal no abnormal resistance was felt when actuating the steering mechanism. Electrical tests revealed that there were no electrical opens or shorts. The device's lumen could not be leak tested due to a torn luer connecting to the flushline. The luer connecting to the flush-line was torn which was controls the flow of saline to the distal tip. Insufficient flow to the tip while radio frequency (rf) energy is being delivered causes a temperature error to stop the procedure. The torn luer is due to a crack in the adhesive section.

Event description:
Reportable based on analsys completed on 24sep2021 during an catheter ablation procedure involving a intellanav stablepoint open-irrigated catheter, during energization ablation delivery as halted due to a temperature limit error. The cable was replaced because the displayed temperature was above 70 degrees during energization, but the problem was error was not resolved. The catheter was replaced and the procedure was completed without any patient complications. However, analysis of the returned complaint device revealed a torn luer.